Event description:
It was reported that the patient this implantable pacemaker device experienced skin irritation with blood accumulated underneath the skin. Boston scientific technical services (ts) has never heard of this and discussed that direct sunlight is not a contra-indication for device patients. Ts also could not comment on the clinical condition of the skin and referred patient to see physician. In addition, the patient was also given antibiotics as it was suspected that the patient had an infection. The device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the pocket was infected and is in the process of eroding. An opening of the wound was also noted. The physician suggested to explant the entire system. Field representative also indicated that the device will not be returned as it has to go through pathology. The plan is to treat with antibiotics and then reimplant at some point in future. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient this implantable pacemaker device experienced skin irritation with blood accumulated underneath the skin. Boston scientific technical services (ts) has never heard of this and discussed that direct sunlight is not a contra-indication for device patients. Ts also could not comment on the clinical condition of the skin and referred patient to see physician. In addition, the patient was also given antibiotics as it was suspected that the patient had an infection. The device remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the pocket was infected and is in the process of eroding. An opening of the wound was also noted. The physician suggested to explant the entire system. Field representative also indicated that the device will not be returned as it has to go through pathology. The plan is to treat with antibiotics and then reimplant at some point in future. A revision was performed, and the pacemaker device was explanted. The plan is to treat with antibiotics and then reimplant at some point in future. The patient was treated with antibiotics. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The device will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient this implantable pacemaker device experienced skin irritation with blood accumulated underneath the skin. Boston scientific technical services (ts) has never heard of this and discussed that direct sunlight is not a contra-indication for device patients. Ts also could not comment on the clinical condition of the skin and referred patient to see physician. In addition, the patient was also given antibiotics as it was suspected that the patient had an infection. The device remains in service. No additional adverse patient effects were reported.